Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an optia exchange set that had the return roller clamp on the return line, instead of the return saline line for a red blood cell exchange procedure. Per the customer, the machine gave an alarm during prime, but the operator did not notice the problem and she cleared the alarm and continued. The operator finally noticed the problem after multiple alarms during the run. She was able to resolve the problem by using hemostats on the saline line. No medical intervention was required for this event. Patient information is not available at this time. The disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that during the initial tubing set test, the system detected several ¿return saline line failed integrity test¿ alarms, which are triggered when the return line was clamped or thereturn saline line was not closed when the system does not expect them to be. The system also detected a ¿tubing set failed test for positive inlet pressure¿ alarm during the tubing set test, which occurs when the inlet and saline lines were not closed when the system expects them to be. At this point in the run, the operator presumably was able to use hemostats to clamp lines as directed by the system, which allowed the run to be continued. Investigation is in process. A follow-up report will be provided.

Event description:
The patient's gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer provided photographs of the set during the procedure. Based on the photographs, it was confirmed that the clamp was missing on the saline line and the operator used hemostats to successfully complete the procedure. Root cause: based on the information provided by the customer and the rdf analysis results, the return roller clamp being installed on the return line instead of the saline line, resulted in the possibly of an hypervolemia event. This is a manufacturing assembly issue.

Event description:
The customer declined to provide the patient identifier and age.

Manufacturer narrative:
Additional information: per the customer, there was no concern of fluid balance issues. They do not measure fluid balance pre/post procedure, so exact fluid balance is unknown. There were no symptoms presented by the patient.